Manufacturer narrative:
(B)(4). This customer reported a small arc was observed during a resuscitation effort. The defib pad was removed and a small burn was noted. The involved pt died but the customer has stated that the device behavior is not a factor in the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
This customer reported a small arc was observed during a resuscitation effort. The defib pad was removed and a small burn was noted.